Event description:
Hcp reported additionally reported "mammary deformation, pains, densification". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2, h6.

Event description:
Patient reported right implant capsular contracture baker grade iii and "anechogenic liquid/seroma." Physician confirms "mammary deformation, pains, densification". Device has been explanted.

Manufacturer narrative:
Photograph analysis: visual analysis of then identified a fully encapsulated device, it appears to be intact with the lot number 3163402. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and "anechogenic liquid/seroma."

Event description:
Patient reports right side "capsular contracture baker grade iii", "multiple implant folds" and "anechogenic liquid/seroma." Device remains implanted.